Event description:
It was reported that several years ago the patient had a drug pump. "The pain control was great" but the patient experienced multiple problems which led to its removal. Per the reporter, there were problems with the catheter leaking, breaking off at the spinal site, pinching off due to excess scar tissue and a broken pump. It was reported that the patient could go about 9 months to a year before problems would arise. The patient would get good pain relief while lying down and when she stood up, she did not have good pain relief. The patient was considering getting another pump implanted. The pump was used to deliver sufentanyl. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).